Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had a procedure to explant their device after feeling pain over the implant site. The pain was radiating down the patient's leg. The patient turned off their device and still reported pain even with the stimulation turned off. The patient reported that the stimulator worked for their symptoms, but the pain was causing issues for their daily activities. The patient was advised to wait a few months to see if the pain is resolved or if there are other causes following the explant of the device. The patient is expected to fully recover.